Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley on axis # 6. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. This issue caused grip cables to be loose on the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was springing open, did not close and clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.